Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issues.

Event description:
The manufacturer received info alleging a ventilator would not start and the display screen was blank. There was no harm or injury reported.